Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17752136m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter. The procedure started as usual. When they were ready to ablate, they discovered that there was a hole in the sterile packaging of the thermocool® smart touch¿ electrophysiology catheter. It was reported that the box was not damaged but the fluid port pushed against the paper package and made a small hole. This catheter was exchanged and the procedure continued. There were no patient consequences reported. The response received confirmed that the catheter was not used on the patient. The hole in the sterile packaging of the thermocool® smart touch¿ electrophysiology catheter was assessed as a reportable malfunction.